Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately when compared to her feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2013. The patient¿s testing frequency is not known, it is not specified what the patient¿s normal blood glucose range is, and other than diabetes, it is not clear if the patient suffers from other health conditions. On (B)(6) 2013, the patient reportedly obtained blood glucose readings of ¿85 and 78mg/dl¿ (at 7:40am), ¿59mg/dl¿ ( at 10:30am), and ¿91mg/dl¿ (at 10:45am). The patient does not manage her diabetes with insulin or oral medication and in response to the alleged issue, the patient reportedly continued with her usual diabetes management routine. As a result of the alleged meter issue, the patient reportedly developed symptoms of ¿shakiness, impaired speech, headache¿ at an unknown time later. Prior to the onset of and/or during her reported symptoms, it is not clear what the patient¿s blood glucose reading was with the subject meter; it is also not known if the patient had made any changes to her diabetes management, activity level, and/or meals before her symptoms began. According to the csr¿s documentation, on (B)(6) 2013, (time not specified), the patient reportedly consumed food and/or drink as treatment; however, the patient¿s blood glucose reading (with the subject meter) prior to self-treatment is not known. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. The csr also noted the patient performed the quality control solution test that passed. Replacement products were sent to the patient. The meter returned has the serial number of (B)(4). The meter was evaluated by product analysis on (B)(4) 2013, with the following finding: the meter passed testing with no faults found. The meter functioned properly. The patient had also returned an empty vial of test strips; strip evaluation not possible. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.

Manufacturer narrative:
Follow-up # 1 ¿ (07/10/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 6/12/2013 and 6/15/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced.customer returned empty test strip vial. Testing could not be performed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.